Event description:
It was reported that 15 bd ultra fine¿ pen needles experienced difficult operation or were not working/functioning. The following information was provided by the initial reporter: material no: 320122, batch no: 0134225. Letter received stating that the needles did not work. Lab received tear drop labels.

Manufacturer narrative:
H6: investigation summary: the customer returned (15) separated tear drop labels for bd pen needles from lot# 0134225; no pen needle samples were returned. The customer reported the needles did not work. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd ultra fine¿ pen needles experienced difficult operation or were not working/functioning. The following information was provided by the initial reporter: material no: 320122, batch no: 0134225. Letter received stating that the needles did not work. Lab received tear drop labels.